Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery with mild tortuosity and mild calcification. The 6-8/40 acculink delivery system was advanced; however, when the system was unlocked, the back and the front of the handle separated. The device was removed without issue and a new acculink delivery system was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The broken handle was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.